Manufacturer narrative:
Device evaluation: product analysis verified the difficulty stated in the complaint. Initial visual examination of the unit found that it was returned in two parts as a result of a break in the hypotube. The break was located at approx the first spiral of the strain relief. The stent had also moved distally on the balloon. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent back distally. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The hypotube was also kinked at several intervals along its entire length. It could not be determined if the stent damage was present prior to the crossing attempts, or if it occurred during withdrawal. However, the complaint stated that the physician had difficulty crossing the lesion. The damage present is consistent with excessive force having been applied to the unit due to some form of restriction, which would have resulted in the stent dislodging from the balloon. The fact that it was noticed that a number of proximal struts were bent back distally, is consistent with a restriction occurring with the stent during attempted withdrawal. If unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. The root cause of the reported complaint cannot be conclusively determined. The manufacturing records for this product have been reviewed and no issues or discrepancies were found. This review did not identify any failure of the product to meet its material, assembly or performance specifications.

Event description:
This complaint is now reportable based on the analysis completed on 01/31/2007. It was reported that during a coronary drug eluting stenting treatment procedure on the mid right coronary artery, the physician attempted to place a 2.50x24mm taxus express2 drug eluting stent, but had difficulty crossing the lesion. The procedure was successfully completed with another 2.50x24mm taxus express2. The pt's condition is reported as "good". However, the returned product analysis confirmed that there was stent and shaft damage.